Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). It was also reported that t\he site was red and had swelling.

Manufacturer narrative:
Additional information was received on 05/07/2025 and information has been updated. Updated b5: from "it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). It was also reported that t\he site was red and had swelling." To "it was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the cannula did not deploy indicating a needle mechanism failure. It was also reported that the site was red and had swelling." Updated h6 medical device problem code: from a150206 to a050501.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the cannula did not deploy indicating a needle mechanism failure. It was also reported that the site was red and had swelling.